Event description:
On 2015-10-15, information received from a consumer, via a company representative, reported that on an unspecified date in (B)(6) of 2012, the pump went empty and was alarming (previously reported as "last refilled at the end of 2013" and had been "empty for over a year"). The patient did not have an healthcare provider (hcp) and did not have it refilled. Subsequently, the patient established care with an hcp and the alarm was stopped. No patient symptoms were reported. As of (B)(6) 2015, the patient had not decided if they would have the pump replaced.

Event description:
The patient was looking for a new hcp (healthcare professional) as she had relocated. The patient¿s previous hcp had ¿quit working¿ on pumps, so her pump had gone dry. The patient¿s primary care physician helped the patient find an hcp who stated that the pump needed to be replaced and told her to contact a hospital in (B)(6). The patient called and was told that they just refilled the pumps. They gave her another number to call. One place asked her if she was a cancer patient; she told them no, but that she had severe crohn¿s disease, ra (rheumatoid arthritis), and other diseases that made her need the pump. When asked when the pump went dry, the patient reported that it started beeping in july. Several hcp¿s had told her that the pump would need to be replaced because it had been dry for so long. The device system was delivering dilaudid. On (B)(6) 2015, a nurse called to report that the pump had been alarming and she wanted to silence the pump alarm. The patient stated that it beeped all the time. The reservoir volume said zero. The patient thought the last time the pump was refilled was the end of 2013; the pump had been empty for over a year. The patient had moved and couldn¿t find a doctor to take care of the pump. This was the first time they were seeing the patient. They were discussing if the patient was going to want to have the pump replaced. The nurse changed the reservoir volume so that she could turn the alarm off. The patient outcome was reported as ¿recovered without permanent impairment¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the cause of the low battery reset/safe state was not determined. Actions/interventions included the pump being stopped as the patient only had two months of life left on the pump, and the pump had been empty for years. The pump remained implanted, and no plans were made to explant or replace. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-aug-03. It was reported that an alarm was heard and confirmed by telemetry. It was indicated that a critical alarm occurred as low battery reset occurred and safe state occurred and that a non-critical alarm also occurred as eri occurred. The pump logs were checked. The date of the event was (B)(6) 2017. The alarm conditions occurred on the same date as eri. It was indicated that the drug information was not relevant as the pump had not been refilled in several years. No symptoms or complications were reported. The pump off password was provided.

Manufacturer narrative:
The other relevant components include: product ID 8709sc lot# (B)(4) implanted: (B)(6) 2010explanted: product type catheter product ID 8709sc lot# (B)(4) implanted: (B)(6) 2010 explanted: product type catheter product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported she knew she will need the pump replaced to continue therapy. When reviewed by an hcp in 2014 when the pump was turned off, the patient was told that the catheter was down too low, and could not be removed. So, in the event the patient had her pump replaced, she would likely need a new catheter that would be placed higher, and the old catheter would not be removed. No patient symptoms were reported related to the catheter issue. The patient reported she did not have a managing hcp in colorado, and the pump went dry and began alarming. The pump was beeping every 10 minutes, and the patient let the pump alarm for about a year and a half. The patient noted the pump stayed empty and was turned off. The patient stated the pump went dry probably in the beginning of 2013, but for sure definitely in 2013. After the pump alarmed, it was turned off in 2014 after the patient moved to illinois and found a new doctor. The pump contained dilaudid with an unknown concentration. The dose was ¿maybe .05 in the beginning¿, but the patient said, ¿it ended up around .789 or .0789 or something close to 8¿. The patient stated there was no drug in the pump currently. The patient alleged the pump was alarming or beeping at the time of the call. The sounds were consistent with pump alarms (3 beeps). The patient mentioned they missed their scheduled refill, and the pump was near expected early replacement indicator (eri). The patient noted she thought the entire pump was turned off and not just the alarm. There were no patient symptoms/complications reported related to the current alarm. The alarm started (B)(6) 2017. The patient stated she called a manufacturer representative, during the call, the representative returned the call. The patient reported they were going to have an MRI procedure due to a problem with the device or therapy. The MRI would be done in order for the patient to eventually get a pump replacement, but the patient was not ready yet.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).